Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1992 due to stress urinary incontinence with increased abdominal pressure secondary to obesity and 40 packs per year cigarette smoking x20 years with chronic cough and mesh was implanted. Additionally, mesh was implanted on (B)(6) 2003 with concurrent cyst and mesh removal due to stress urinary incontinence and interstitial cystitis. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries, neurologic compromise to her structures and tissues, vaginal erosion, severe infections, chronic vaginal discharge, incontinence and pain. It was further reported that the mesh was pushing through her skin and she had four procedures because of continuous infection, pain and the abscesses. On (B)(6) 2003, the patient underwent surgery due to adnexal mass and exposed pv sling. On (B)(6) 2003, the patient underwent a procedure due to leakage. On (B)(6) 2005, she underwent incision and drainage of skin and subcutaneous tissue due to cellulitis and abscess. On, (B)(6) 2005, the patient underwent surgery due to cellulitis and abscess. On (B)(6) 2009, the patient underwent laparoscopy removal and ovarian cyst. On (B)(6) 2009, she underwent excision and debridement of wound due to groin abscess. It was reported that patient underwent removal of extruded mesh on (B)(6) 2009 due to mesh causing complications that caused pain, infection and abscesses in lower stomach. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.